Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000173589. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during implant procedure on (B)(6) 2025 the patient experienced a csf leak. As a result, a blood patch was preformed to address the issue. Patient also experienced a headache. Patient is stable and symptoms have resolved. The investigation was unable to determine the lead that is associated with the issue.